Event description:
Placed foley urethral catheter on (B)(6)-2011. During post-op f/u call, informed catheter had "flattened out" or collapsed. Pt had surgery to replace catheter at (B)(6) on (B)(6)-2011.